Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # t43105, 510k #k051188, UDI# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device caused or contributed to the reported event or not, we are filing this report for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent c2-t2 posterior fixation and c2-7 laminoplasty with implantable hardware and bone grafting material. Post-op, wetting liquid (unclear and slightly yellowish liquid) accumulated in 2 weeks after the operation, and even the liquid was removed, it accumulated again. Also, site where the products implanted was swelled. There was no symptoms of infection. An operation, to remove the wetting liquid, was performed.